Manufacturer narrative:
(B) (4). (B) (4). A visual inspection of the device revealed no damage. The incident device was returned, evaluated and found to function within specification. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily.

Event description:
The report stated that the instrument would not seal properly although there was evidence of energy delivery. It was not known if an end tone or regrasp alert was heard. Another device was used to complete the procedure without incident. There was no patient injury.